Event description:
It was reported that an unspecified quantity of spectrum pumps were having upstream occlusion errors when administering a bolus of amiodarone, and when infusing mannitol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) # - no information was provided to help identify any of the UDI information. It is only reported these are spectrum pumps. The device(s) were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.